Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that the tightening end of driver has snapped off. This case was reported by the loan kit technician during loan kit inspection. This report is for one (1) skyline anterior cervical plate system expansion tip screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the receiving inspection (ri) for skyline expansion tip driver was conducted identifying that lot number: gm3909304 was released in a single batch. Batch1: lot qty of (B)(4) units were released on december 5, 2013 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the skyline expansion tip driver (part#: 286830500 / lot#: gm3909304 ) was received at us customer quality (cq). The distal tip of the device has completely broken off. No fragments were returned. The anodization of the color ring has worn off. No other defects were identified. The received condition was consistent with the complaint condition thus the complaint is confirmed. Device failure / defect identified? Yes; distal tip was broken and color ring was discolored. Dimensional inspection: no dimensional inspection was done, due to confirmed post manufacturing damage identified. Document / specification review: drawing(s) reviewed: since exact date of manufacture was not determined, the current drawing revisions were reviewed. Conclusion: the broken condition of the complaint was confirmed for the received skyline expansion tip driver (part#: 286830500 / lot#: gm3909304 ) as the distal tip of the device has completely broken off. There was no evidence of the threaded tip after the breakage. The anodization of the color ring was worn off. However no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.